Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to noise and oversensing from electromagnetic interference. The device and lead remain in use. No further patient complications have been reported as a result of this event.